Event description:
Patient experienced a 90-minute surgical delay when the proximal body of the broach was found to have not been machined properly for the broach handle.

Manufacturer narrative:
Examination of the returned instrument is unable to determine a root cause for the problems experienced by the user. Related dimensional inspection did not identify any anomalies from drawing requirements that would affect expected use. The broach was attached and detached from a mating broach handle without issue. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution in (B)(4) 2011. No product problem was identified. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.